Event description:
On (B) (6) 2010, certified diabetes educator (cde) reported pt notified her (B) (6) 2010 that she was in the hospital for 9 days. Cde did not have the exact date of hospitalization. Cde stated the pt reported she had an infection that caused elevated readings and was admitted with readings between 1700-1800 mg/dl. Cde was unable to provide add'l info. On call back to pt on (B) (6) 2010, pt reported she was hospitalized on (B) (6) 2010 with a blood glucose reading of 1800 mg/dl. Pt stated she was admitted to the hospital with severe dka and stayed there for 9 days. Pt's target blood glucose is less than 120 mg/dl. Pt reported while at the hospital, they removed her from pump therapy. She stated her readings were erratic and would sometimes drop into the 20's mg/dl. Pt reported they gave her bags of dextrose and controlled her highs with injections of 3 different types of insulin. Pt stated they also gave her orange juice for the low readings. Pt reported her blood glucose reading today was at 134 mg/dl. Pt stated the elevated readings were caused by a severe bladder infection and the only thing she had eaten that day was some fruit salad. Pt reported the infusion adapter has never been changed. Pt is new to pump therapy and just began in (B) (6) 2010. Troubleshooting did not find any product issues. Pt reported her readings have returned to normal. No product return was requested.